Event description:
Information reviewed indicates an off-pump case was performed for a pt with friable cardiac tissue. The report states the product was removed and a tear was noted at the apex of the heart requiring suture placement. The surgeon states the cardiac tissue was friable at the apex of the heart. The pt has shown no adverse reaction and no subsequent complication was reported following case completion.